Manufacturer narrative:
(B)(4). Reporter had indicated that product will not be returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned by hospital.

Event description:
It was reported that the patient underwent an initial right knee arthgroplasty. Subsequently, patient was revised after eight years due to disassociation. Patient was experiencing an audible noise of the device. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.